Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 4atm within 30 seconds and 6atm within 1 minute. However, at second inflation, it was noted that the balloon rupture. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).